Manufacturer narrative:
One photo was submitted by the customer for quality evaluation. Examination of the photo, shows a product that is still within the packaging. No failure can be identified with the product in the photo. The customer complaint of tubing defective could not be verified. A root cause analysis was not conducted because the failure could not be confirmed with the photo provided. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd maxzero extension set had damaged / defective tubing. The following information was provided by the initial reporter: patient was sent to CT for a CT with contrast. There was an 18g right ac line. It flushed with saline without incident. When I injected the isovue 370 @ 2.5cc-sec I could not be present in the room as the scanner was on and monitoring the contrast flow into the aorta. I saw that there was no enhancement of the aorta, so I stopped the scanner and went out to check on the patient. I saw the tubing of the IV had split and the contrast had poured out onto the table and scanner. Patient harmed? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.